Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had site was occluded alarm during self test. The customer¿s blood glucose level was 132 mg/dl. The customer was declined for troubleshooting. The customer was advised that to discontinue use of the insulin pump and to revert to the backup plan. The customer was also received change sensor alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected no delivery or insulin flow blocked alarm or lost sensor alarm noted during testing.